Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w ver. 4.11e. The pump was received with all its features working properly. No anomalies noted during testing. Unit p-cap / reservoir locked properly in place and the pump passed the displacement test. Unable to confirm battery cap damage due to pump received without the original battery cap.

Event description:
Medtronic received information that battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.